Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a mild increase in dyskinesia. The patient was admitted to the hospital, treated with medication, and had the device reprogrammed. The event was assessed to be stimulation related. The event resolved within a few days and the patient was discharged from the hospital.

Event description:
It was reported that the deep brain stimulation (dbs) clinical study patient experienced a mild increase in dyskinesia. The patient was admitted to the hospital, treated with medication, and had the device reprogrammed. The event was assessed to be stimulation related. The event resolved within a few days and the patient was discharged from the hospital. Additional information was received that the medication ropinirole was changed to pramipexol.